Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the visual and functional testing performed did not identify any leaks or abnormalities that could affect the functionality of the device. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination performed on the balloon, cuff and pump did not identify any leaks in the components. Functional testing performed on the cuff showed that the component performed within specifications. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom erosion were found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an erosion with his artificial urinary sphincter (aus) device about nine years after implant. All components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient experienced an erosion with his artificial urinary sphincter (aus) device about nine years after implant. All components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.